Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 20ml ll tip conv pak leaked pas t stopper it was reported by customer that several bd item 305617, 20ml bulk syringes leaking behind the plunger. Verbatim#: they have several bd items 305617, 20ml bulk syringes leaking behind the plunger. We¿ve isolated lot 4215092 as that¿s the lot we were using when compounding these syringes. Please see attached pictures we have several syringe samples containing cefepime and sterile water.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 6 photos and 15 physical samples submitted for evaluation. The reported issue of leakage past stopper was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that no defects or imperfections were observed and all samples passed a leakage test. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.